Event description:
It is reported " the metal rotating component of a poly rotating tibia has broken where the stem meets the rotating body. Patient was revised on (B)(6) 2019 to an all metal rotating tibia."

Manufacturer narrative:
Reported event: an event regarding a crack/ fracture involving a poly rotating tibia was reported. The event was confirmed by review of provided photographs. Methods & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted rotating tibial component which has fractured where the stem meets the rotating body. Clinician review: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted rotating tibial component which has fractured where the stem meets the rotating body. While the event was confirmed the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. No further investigation for this event is possible at this time as no devices and insufficient information was received. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It is reported " the metal rotating component of a poly rotating tibia has broken where the stem meets the rotating body. Patient was revised on (B)(6) 2019 to an all metal rotating tibia."